Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Initial reporter occupation - occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekinrange meter with serial number (B)(4) compared to a chronometric stago with an unknown laboratory reagent.  The laboratory result was 2.98 inr. The meter result was 3.9 inr. The time between measurements was less than 3 hours. The therapeutic range is 2.5 - 3.5 inr.